Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Complaint reference number: (B)(4). Customer return sample / photo and/or retain evaluation summary: 2 samples were returned, and 2 photos were attached, in support of this complaint. Evaluation of these revealed one needle with off-white epoxy on the IV cannula, and the other with a transparent flake of excess IV lube on it. DHR/bhr review: no issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned samples and photos. The white material is the epoxy resin, used to attach the cannula to the hub, which has contaminated the cannula, and the transparent fm is excess IV lube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photographs provided. Root cause description: the most likely root cause for the reported defects is air in the applicator of the epoxy resin causing a splatter of resin on the cannula, and IV lube becoming too viscous in consistency. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that foreign matter was found on the cannula of a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle, before use. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two customer samples were received for evaluation. The customer samples were evaluated for the presence of foreign matter on the IV needle. The foreign matter was identified as excess epoxy resin and excess lubricant. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for foreign matter was observed by bd pas during evaluation. Root cause description: based on the investigation, the root cause / potential root cause for the excess epoxy resin on the IV cannula was determined to be air in the applicator of the epoxy resin, leading to a splatter of resin on the cannula. Based on the investigation, the root cause / potential root cause for the flake of lubricant was determined to be that the lubricant became excessively viscous.